Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. The sample was spiked into a fresenius kabi 250ml excel container filled with 20% intralipid. The set was removed from the solution bag and spiked into an in-house 1000ml solution bag containing reverse osmosis water. The set was then re-primed and checked for leaks. The set was then removed from the solution bag and underwater leak tested and again checked for leaks. No leaks were found during re-priming or underwater leak testing. Visual inspection of the fresenius kabi solution bag showed that the administration port was split. The split in the administration port could potentially leak and cause solution to run down the tubing to the check valve and appear as if the check valve was leaking. The set itself did not leak and the reported condition was not confirmed. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo set in which a leak was observed. According to the report, the set was leaking at the back-check valve. The process step was unknown. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.